Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿pump faulted partway through a case. Without activation, the blood stop button started, and the shaver was activating without the foot pedal being used. May be coincidence, but fault started just after the fluid ran out and chamber emptied¿. Per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: right side pump cover broken. The right lexan safety cover was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) in that during an arthroscopy procedure on an unknown date, it was observed that the blood stop button on the fms duo®+pump/shaver unit device started without the foot pedal being used. During in-house engineering evaluation, it was determined that the right side pump cover on the device was broken. Another like device was used to complete the procedure successfully with a 3-5 minutes of delay. There were no adverse patient consequences reported. No additional information was provided.